Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis devices. The gore® excluder® iliac branch endoprosthesis was implanted in the left iliac artery. On an unknown date (likely (B)(6) 2025), the patient reported pain in the lower limbs. A cta revealed that the proximal portion of the ipsilateral leg endoprosthesis trunk was infolded, resulting in thrombosed occlusion extending from the infrarenal aorta to both femoral arteries. The patient experienced pain after walking approximately 50¿100 meters, and sustained walking was difficult. Medical treatment is currently being provided according to the patient¿s preference. If the condition does not improve, an axillary¿femoral artery bypass will be considered. The physician stated that a bird-beak configuration of the ipsilateral leg endoprosthesis trunk was observed during the initial procedure; however, a proximal stent graft was not added because there was no endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.